Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for fracture of the proximal end of the right humerus with mhn nail, screws and screwdriver. The nail was inserted after confirming that there were no problems with interference. Drilling and measurement were performed in hole a after the drilling was performed in hole d. While inserting the screw into hole a, the surgeon observed on fluoroscopy that the screw was not attached to the screwdriver and was out of the hole. The surgeon attempted to remove it with an extraction screwdriver, but the screw spun out, so the extraction was stopped, and the b hole was drilled first. Drilling in the b hole interfered with the screw that was displaced from the a hole, and backed out a little. Therefore, drilling in the b hole was interrupted and the screw was extracted. After inserting the screw into hole b, the extracted screw was inserted into hole a. Additionally, the drill interfered with the nail when drilling in the distal lateral locking f hole. The surgeon inserted a 1.5mm k-wire through it and used it as a guide to re-drill and insert the screw. The surgery was completed successfully without any delay. The patient outcome was reported to be stable. This report involves one 4.5mm ti multiloc screw length 42mm-sterile. This is report 2 of 3 for (B)(4).